Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
A partial lead was returned in two pieces. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of external insulation abrasion was due to the exposure of the outer coil in the abrasion region consistent with friction to device can. Electrical testing did not find any indication of conductor fractures or internal shorts.